Event description:
The manufacturer has been notified of the intraoperative explant of a perceval plus valve size m. The following provides a comprehensive summary of all information currently available to the manufacturer. The procedure involved an isolated minimally invasive (rat) aortic valve replacement. A non-contrast thoracic CT scan performed preoperatively suggested an aortic annulus diameter of approximately 2.5 cm, though assessment was limited due to extensive calcifications. Intraoperatively, the annulus was tricuspid with normal morphology and predominantly fibrotic tissue; following decalcification, no residual calcifications were present. Valve sizing was performed as per IFU and a perceval plus size m valve was selected. During the first implantation attempt, the prosthesis was positioned at the annular level, with symmetrical leaflet appearance. Balloon dilation was performed for 35 seconds at 4 atm. However, inspection revealed a tilted valve on the ncc side above the annulus, and the valve dislodged toward the aorta without proper seating. A second implantation attempt was performed following repeated sizing confirmation, again indicating compatibility only with the medium sizer. The valve appeared correctly positioned at the annular level; however, instead of balloon dilation, warm saline was applied. Upon reassessment, displacement toward the aorta was again observed across all segments. The implantation was therefore abandoned. The valve was explanted and replaced with an edwards perimount magna ease (19 mm) valve implanted in an intra-annular position using standard suturing techniques. No repeat decalcification was performed prior to implantation of the edwards valve, and the procedure was completed uneventfully. No intraoperative complications occurred during valve collapse or weaning. The cross-clamp time was prolonged by approximately 20 minutes, and one additional dose of cardioplegia was administered. This delay did not result in any clinically detectable hemodynamic effects; however, ICU stay and overall hospitalization were prolonged by approximately 5 days. Postoperatively, no patient¿prosthesis mismatch was observed on echocardiography. The patient was discharged uneventfully, with ongoing follow-up evaluations indicating good clinical status (nyha class I).

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The device involved in the reported event has been received by the manufacturer and is currently being evaluated. A follow-up report will be submitted upon completion of the device's investigation and/or receipt of further details on the event.